Event description:
It was reported that the insulin pump had alarmed no delivery multiple times during bolus over the past week. The blood glucose reading was not available at the time. The customer's mother stated that due to multiple instances, she believed that the only common factor left is that the issue is with the insulin pump becuase the customer had done full infusion set changes. Customer's mother agreed to call back later to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.